Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An alarm/alert manual test was performed and passed. The speaker/vibrator resistance was measured and passed. An internal visual inspection and passed. Performance data was reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be delayed alerts due to dispatch error. No injury or medical intervention was reported.